Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01691, 0001822565-2022-01692.

Event description:
It was reported that the patient underwent a partial knee replacement on an unknown date. Subsequently, the patient was revised on an unknown date. It was reported that the bone cement did not adhere to the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined that competitor cement was used. This event was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined that competitor cement was used. This event was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 154721 - oxf uni tib tray sz b rm PMA - 814690, 161469 - oxf twin-peg cmntd fem md PMA - 502190, 159575 - oxf anat brg rt md size 3 PMA - 365570. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient had an initial right medial unicompartmental knee arthroplasty. Approximately 10 months post implantation, the patient underwent a revision due to pain, swelling, and loosening of the cemented tibial implant. The surgery was completed without complications.